Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose device with a 6f sheath after an interventional procedure. Reportedly, the cutter bent into the sheath and the sheath split only half way down. The safety release mechanism was activated to facilitate device removal from the patient. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported incomplete sheath split and bent cutter could not be confirmed as the device was returned with the thumb advancer stroke completed and the cutter was intact with no damage. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.